Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 1553831: 34 items manufactured and released on 23 may 2016. No anomalies found related to the problem. To date, this is the 2nd similar event reported on items of the same lot. Visual inspection performed on (B)(6) 2018 by (B)(4) product manager. The impaction plate appeared to be locked in its position. It was not possible to move the screw mechanism by hand, but the functioning was gained using the related screwdriver , disengaging the locked components. The event could be related to an excessive torque applied during the unscrewing of the instrument.

Event description:
When the surgeon was using the instrument blocked upon impaction. It was just locked up they could not get it to lock down on a cup. They tried soaking it and the surgeon tried to twist it with pliers. The surgeon had to ream to a 52 and implant a 52 cup.